Manufacturer narrative:
(B)(4). D10: cat# 00223200418 lot# 66791459 cable cerclage cable w/crimp 1.8 mm dia. 635 mm length. Cat# 00801102020 lot# 66791451 allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter. Cat# 802203202 lot# 3013698 femoral head 12/14 taper 32 mm diameter +0 mm neck length. Cat# unknown lot# unknown / unknown cup. Cat# unknown lot# unknown / unknown liner. H6: component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Unable to perform a compatibility check due to insufficient information. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately one month post implantation of a right total hip arthroplasty, the patient was revised due to instability. There were no contributing causes related to the event. Attempts have been made, and no further information has been provided.